Manufacturer narrative:
It was observed that during the device inspection the bronchovideoscope had no image. A root cause was determined to be cause by user handling. Based on the results of the investigation, the most likely cause was stress related due to usage of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope, had no image. There was no patient involvement.